Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high pacing thresholds and undersensing. Sensing went from 1.2 mv to 0.1 mv.